Event description:
The customer reported human chorionic gonadotropin (hcg) imprecision and sample pump motion failure system errors while performing correlation studies involving the unicel dxi 800 access immunoassay system. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. Beckman coulter customer technical support guided the customer in performing a dtest diagnostic routine which confirmed imprecision on reagent pipettor #2. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Additional information: beckman coulter performed further analysis of the returned parts supplied by the customer. Visual examination revealed no anomalies of the components received. To reproduce the failure modes of imprecision and pump motion error, the existing instrument precision pump was rebuilt with the returned piston and seal, idler pulley, and pump belt and clip. The rebuilt pump was reassembled to the test instrument. A luminometer pipettor precision test was completed to assess for pump motion error and pump delivery capabilities. Test results revealed no pump motion errors were detected during system operation. Furthermore, the luminometer pipettor precision test was in specification and comparable to the baseline. In conclusion, beckman coulter could not reproduce the reported malfunction of reagent pump #2 or identify a specific component that could attribute to the malfunction of the pump.

Manufacturer narrative:
The field service engineer (fse) rebuilt reagent pump #2, replaced the pump piston, pump belt, belt clip, and the idler pulley. The fse performed system check and noted substrate was elevated and out of specification. The fse noted the luminometer needed adjustments. The fse completed the adjustments and successfully completed system check. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. (B)(4).